Event description:
On (B)(6) 2008, a customer reported a sample misidentification when using the coulter lh 750 hematology analyzer. A sample barcode misread occurred about one week prior to (B)(6) 2008. The customer reported the event to a beckman coulter service rep, however, detailed info about the event was not documented. It is unk if results were reported outside the lab. There were no reports of death or serious injury. It is unk if there was an effect to pt treatment as a result of this event. This event represents event 2 of 2 events reported by this customer on (B)(6) 2008.

Manufacturer narrative:
Check sum digit feature of the coulter lh 750 hematology analyzer was disabled. The customer barcode symbology was code 39. Barcode labels were requested but not provided. The field service engineer (fse) evaluated the analyzer and performed the bar code tests with all barcodes reading correctly. The root cause is that the checksum digit feature of the coulter lh 750 hematology analyzer was disabled. Poor quality of the printed barcode labels can also contribute to the problem. Beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 2 of 2 reported by this customer on (B)(6) 2008. This MDR is related to the following MDR that has been reported: MDR 1061932-2011-00386.